Manufacturer narrative:
A ge service representative performed an onsite investigation. The system fuses and mainframe pcbs were evaluated and reseated. The voltage on ps1 was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a frame sync error message. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.